Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the provided information, this complaint is being reported due to following conclusions: the permanent cautery spatula instrument allegedly fell inside the patient and was retrieved. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the physician noted that the tip of the permanent cautery spatula instrument was missing. The missing piece was located in the surgical field and all pieces were reported to have been retrieved. The planned surgical procedure was completed with a replacement instrument of the same type. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.